Manufacturer narrative:
Damaged pinion axle support. Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications, a sample of the batch is inspected at finished goods qa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a lobectomy procedure, an abnormal sound was heard from the device after it was fired for pulmonary vein. The firing was completed. Another device was used to complete the case. There were no adverse consequences to the pt.